Event description:
It was reported that when an asymptomatic patient presented for a follow up after receiving a patient notification alert, upon device interrogation, backup vvi mode was observed on the device. A device download was performed successfully. Patient was stable and will continue to be followed normally.